Event description:
Pt assessed for mallinckrodt airway. Pt commented she had bilateral upper posterior "broken teeth." Patient placed on blanket ramp with head cradle and induced with 200 mg of propofol and 50 mg of rocuronium. Mask ventilation and number three glidescope blade used. Visualization of cords adequate. A number seven endotracheal tube placed in trachea on first attempt. Breath sounds equal bilateral, but cuff deflated repeatedly. Assessed as torn endotracheal tube balloon. Hyperventilated with repeated cuff re-inflation. Endotracheal tube changer placed in endotracheal tube. Oropharynx suctioned and glidescope inserted into mouth. Tube changer and endotracheal visualized in trachea. Endotracheal tube withdrawn and intubation attempted directly via video laryngoscope. View was obscured by bloody secretions. Attempted to intubate over endotracheal tube changer, but unsuccessful in getting endotracheal tube past arytenoids into trachea. The attempt was aborted. Returned to mask ventilating and called for help. Able to ventilate adequately until help arrived. Attempted to use glidescope to facilitate passage of endotracheal tube into trachea over bronchoscope. This attempt was aborted due to poor visualization resulting from bloody secretions. Instrumentation withdrawn from mouth and patient mask ventilated. The patient was again suctioned and a number four glidescope blade was used. Visualization was good despite bloody secretions and swelling. Trachea successfully intubated.